Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00197. Related manufacturer reference number 1627487-2020-00431. Related manufacturer reference number 3006705815-2020-00198. Related manufacturer reference number 1627487-2020-00432. It was reported that patient experienced infection at the lead and ipg sites. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the entire system was explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient was being treated with antibiotics.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no non-conformances were found. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue.